Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. The woc nurse reported that the weather has been really hot and this could have contributed to the fungal rash. The end-user will be sent a sample of a precut one piece convex appliance (activelife convex 1-piece pre-cut drainable pouch w/ durahesive skin barrier w/1-sided comfort panel and tape collar 12" transparent) along with an eakin cohesive seal slim. End-user was instructed to notify convatec with any questions or concerns. Lastly, it is reported that the end-user threw away the box therefore no lot number was available. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that end-user developed a possible fungal rash located at the right lower quadrant (rlq) under both the mass and the tape border of the ostomy device. Nystop and antifungal powder have been prescribed for treatment, and there have been no changes in his care.